Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 in site #3 (type iii bone). Primary stability and osseointegration were achieved. An augmentation was performed using allograft. The implant was removed on (B)(6) 2012. Medical history: no significant findings.